Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer woke up and experienced elevated blood glucose (bg) levels of up to 279 (mg/dl). Customer administered a bolus to treat their bg levels. System check with tandem technical support could not be performed as the customer had already discarded the supplies prior to the call. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.